Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, the customer observed tubes having a missing label, wrinkled label or media volume shortage. The missing label event occurred eight (8) times. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batches 3032616 and batch 3237329. The batch history record review for batches 3032616 and 3237329 were satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on batch 3032616 and batch 3237329 for low fill volume. Retention samples from batches 3032616 and 3237329 (100 tubes) were available for inspection. There were no low filled tubes in the retention samples for batch 3032616 and batch 3237329. There was one (1) photo available for review for batches 3032616 and 3237329. The photo showed five tubes with low fill of batch 3032616 and batch 3237329. There were no returned samples to assist with the investigation of this complaint. Batch 3159813. The batch history record review for batch 3159813 was satisfactory per internal procedures. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 3159813 does not show an excess of labels after manufacturing which would support the incidence of a tube without a label. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed for batch 3159813 and there are no one other label defect complaints. Retentions for batch 3159813 (100 tubes) were available for inspection. No wrinkled or missing label defects were observed in 100 retention samples. Two (2) photos were available for inspection of this batch. One photo showed missing labels on two tubes. Tubes in the background were labeled with batch 3159813 and were wrinkled. One photo showed two tubes with wrinkled labels. There were no returned samples to assist with the investigation of this complaint. This complaint can be confirmed for low fill volume on batches 3032616 and 3237329. This complaint can be confirmed for wrinkled and missing labels on batch 3159813. No complaint trends have been identified for this complaint. Bd will continue to trend complaints for fill volume and label defects.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, the customer observed tubes having a missing label, wrinkled label or media volume shortage. The missing label event occurred eight (8) times. There was no health impact or consequences reported.